Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports that the nurse went to access right tunnelled ij palindrome catheter for dialysis, noted blood leaking at hub of catheter with flushing. The catheter was pulled and replaced without further consequences. The pt's current status is reported as stable.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.